Event description:
It was reported via user-facility's report. Patient underwent an orif of the right foot in (B) (6) 2008. Intraoperatively, a portion of a drill bit broke off in the second metatarsal and could not be retrieved.

Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker at this time. Evaluation will be conducted and reported in the follow up.